Manufacturer narrative:
The device subject of the event was not returned for evaluation. Without the return of the device, a root cause could not be determined. The DHR for the lot subject of this event was reviewed and no abnormalities were noted. There have been no other complaints associated with this lot. No additional issues have been reported.

Event description:
The user facility reported that their endogator hybrid irrigation tubing unclamped causing water to leak out onto the floor. No report of injury or procedure delay.